Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, volume of cartridge larger than original product, the folding of the intraocular lens (iol) became loose, and the tip of the plunger passed through the bottom of the iol.